Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) did not communicate with a belt.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) is complete. The reported problem (does not communicate with a belt) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the belt receptacle ws no fully seated into the connector j1001 causing intermittent connection. The cause of the test failure was the improperly seated receptacle the root cause of the improperly seated receptacle cannot be positively identified. No adverse event resulted from the defective electrode belt.